Event description:
It was reported that during knee surgery the device is switching from suction not back to the shaver. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during knee surgery the device is switching from suction not back to the shaver. The service evaluation revealed a worn outflow motor along with a damaged frontpanel. However, the reported switching from suction back to shaver was not possible to recreate during device testing. The complaint therefore is not confirmed.